Manufacturer narrative:
Product code unk; esubmitter software does not allow for a blank/unk entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports excessive vault and 20/40 va. Attempts to obtain additional information have not been successful.